Manufacturer narrative:
(B)(4). Unknown star tibial component.

Event description:
A star was taken out and a t2 ankle nail was put in. Patient had pain after total ankle replacement and wanted it taken out.